Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2018-00059. It was reported the physician performed a novasure endometrial ablation on (B)(6) 2018, and "the doctor said this involves a perforation". No other information was provided. We have been unable to obtain additional information surrounding this event.